Event description:
The surgeon attempted to implant a cc4204bf collamer lens but the foam tip plunger caught the lens while it was being ejected and tore it. There was no pt contact or injury. The nurse stated it was unknown as to why the lens tore. An msi- pf injector and an sfc-25 fp cartridge were used but the lot numbers were not provided by the facility.